Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the maryland disposable grasper. During the procedure, there was an abnormal noise from the handle area that sounded as if something was vaporizing/burning. Due to this malfunction, the product was not used. The surgery was completed by using a new device. Additional information has been requested.

Manufacturer narrative:
Investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. After disassembling, a breakage of the ceramic component could be recognized. The points of the ceramic breakages exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found. No abnormalities could be found during dismounting of the handle. The following tests were carried out on the handles to figure our the failure: electrical function test by 550v; continuity test in open and closed jaw position; the movement of the handle and the star type reel stand; test holding force. All tests passed successfully. Beside the ceramic breakage, the instrument was according to the specification valid at the time of production. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to and insufficient usage. Rationale: according to the customer, an abnormal noise like something vaporizing/ burning from the handle occured. We could not find any abnormalities in the handle that could cause such noises. Nevertheless, an overload situation or a drop most likely caused the broken ceramic, which cannot be ruled out as a cause of the mentioned noises. According to the IFU, this kind of instrument is designed for delicate use only. No CAPA is necessary.